Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade ii stem was reported. The event was not confirmed. Device history review indicated all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received. More clinical information such as return of device, pre-operative x-rays and the primary operative report as well as patient history and follow-up notes would be helpful to rule out possible contributory factors.

Manufacturer narrative:
Catalog number and lot code are unknown at this time. The device was reported as an unknown accolade ii stem. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
It was reported that the patient presented to the ER with a periprosthetic fracture. Surgeon decided to revise.

Event description:
It was reported that the patient presented to the ER with a periprosthetic fracture. Surgeon decided to revise.